Event description:
It was reported that during an ablation procedure, an agilis nxt introducer was pierced by another device while positioned in the heart. Another introducer was used to complete the procedure with no consequences to the pt.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of death analysis, if there is any further relevant information, a follow up report will be submitted.